Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 19570455/19901175. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 19276037.

Event description:
It was reported that the patient was having pain and headaches due to the spinal cord stimulator (scs) device. The patient underwent a revision procedure wherein the ipg was replaced and the occipital leads were explanted. No further information has been obtained despite good faith efforts.